Event description:
Had silicone breast implants since 1986. They caused a number of debilitating autoimmune diseases over the past 20 years including fibromyalgia, chronic fatigue syndrome, thyroid nodules, severe brain fog and memory loss. I was told the implants (double lumens silicone manufactured by surgical) were FDA approved as totally safe and would last for life. I explanted on (B)(6) 2016. One implant was ruptured and the other had a severe capsular contraction. I am already seeing an improvement in my symptoms.